Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia, with a highest blood glucose of 277 mg/dl and levels above 180 mg/dl for most of the day, without pump alarms or infusion set issues reported; the user was guided through a set change and glucose began to decline on follow-up. Symptoms included elevated blood glucose without reports of dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for medical intervention, no use of backup therapy, and no ketone testing. Investigation included customer support troubleshooting and user education. Investigation of this case revealed no device alarms and no confirmed hardware malfunction, and the cause of the hyperglycemia remained unclear. It was concluded that the event was non-serious with resolution following troubleshooting and that a device-related malfunction could not be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.